Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 15 previously reported events are included in this follow-up record. Product return status: 1 device was received. 12 devices were not available for evaluation. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 15 malfunction events in which the device reportedly had a decrease in pressure. 15 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 12 devices were not available for evaluation. 3 device investigation types have not yet been determined. Additional information: 15 devices were labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes 15 malfunction events in which the device reportedly had a decrease in pressure. 15 events had patient involvement; no patient impact.

Event description:
This report summarizes 15 malfunction events in which the device reportedly had a decrease in pressure. 15 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 15 previously reported events are included in this follow-up record. Product return status 1 device was received. 13 devices were not available for evaluation. 1 device was evaluated based on historical data analysis.